Event description:
Physician was embolizing an aneurysm with coils and had placed a couple of other micrus coils. He placed this and it failed to detach. He re-adjusted the delivery system and tried again, but it failed to detach. He removed the coil and continued with other micrus coils without incident. It is my understanding that he tested the coil prior to placing it and it passed. I was not at the case.

Manufacturer narrative:
Concomitant device used: unknown microcatheter. Unknown dcb and connecting cable. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During an aneurysm coil embolization procedure after placing a couple of other micrus coils, the 10 mm x 25 cm cashmere 14 cerecyte microcoil ((B)(4)) was placed, but it failed to detach. The coil was removed and the procedure was continued with other micrus coils without incident. It was reported that it is thought that the coil passed the pre-deployment test prior to placing it. It was reported that no further information is available. The returned device positioning unit (dpu) failed electrical testing. The detachment fiber did not receive heat and melt. The coil's socket ring was found pushed down inside the outer sheath and into the distal end of the resistive heating coil. The most likely contributing factor to the microcoil system passing the pre-deployment electrical check and then fail to detach inside the aneurysm was due to a fracture of the solder joint connection inside the resistive heating coil section. The circumstances of how and where this damage occurred cannot be determined. In addition, without the return of the complete detachment system and the unidentified microcatheter used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event; however, it was not reported that the accessory detachment devices were exchanged with subsequent coils. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Although based on the limited information a definitive conclusion cannot be made, it appears that procedural factors/device manipulation may have contributed to the event. With review of the reported information and analysis of the returned device there is no indication of any manufacturing issues impacting the event. Therefore, no corrective actions will be taken at this time. Evaluation summary attached.